Event description:
The customer reported that several error messages occurred during surgery. The company service representative asked the customer to reboot the system; it didn't work. The surgery was aborted after the eye had been opened, and the patient was hospitalized overnight. The surgeon stated the surgery was completed the following day in the afternoon without problems. The patient is doing well, with post op condition good.

Manufacturer narrative:
The company service representative examined the system. During the evaluation of the system, it was found that liquid had entered the infusion line. There was liquid in the pressure module (pv manifold), causing a discrepancy in the transductors reading, generating the error messages, which appeared when the machine stopped. A piston of the cassette receptor was loose, which does not have anything to do with the error messages, it only produces bubbles in the drainage bag. The system was checked and met all product specifications. A sample is returning for evaluation. Investigation including root cause analysis is in progress.